Event description:
Swelling at injection site, drainage at injection site. Report received from a physician regarding a pt, with a medical history significant for rheumatoid arthritis and psoriasis, who was taking tylenol concomitantly. The pt had received injections of multiple types of dermal fillers in the past without any untoward effects. The pt received injections of hylaform plus on 8/24/2005 to the nasolabial folds. Two weeks later, the pt presented in the physician's office with swelling and drainage at the injection site. The physician cultured the extruded material, which was negative for growth. The physician prescribed oral antibiotics (unspecified), which were ineffective. He then prescribed oral prednisone. The physician stated the pt's symptoms flare intermittently. No further information was provided.